Manufacturer narrative:
The field service engineer determined that tubing from a reagent probe was damaged. The tubing was misadjusted and was being rubbed during movement, causing it to rupture and leak. The tubing was exchanged and an air purge was executed for the reagent probe. The mechanism was checked and the tubing was adjusted properly. The customer ran controls and there were no problems. Upon review of the alarm trace, there were a number of sample quality-related alarms (sample foam detection, sample short, and sample clot detection alarms). The instrument is also recommending to the customer to perform liquid flow path cleaning maintenance, which could indicate high system reagent blank values. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys testosterone ii assay and a third patient sample tested with elecsys t3 on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The user noticed the issue after an unspecified number of patient samples had results that were flagged. All samples were then repeated on a second analyzer. The reporter stated that they received a series of reagent probe alarms and errors, followed by tests being cancelled. The analyzer was also not accepting new reagent packs. Control results were accompanied by a data flag indicating reagent film/foam, but based on the results, no performance issues were indicated. The first sample initially resulted in a testosterone value of > 1500 ng/dl accompanied by a data flag. The sample was repeated twice, resulting in values of 19 ng/dl and 24 ng/dl. The second sample initially resulted in a testosterone value of > 1500 ng/dl accompanied by a data flag. The sample was repeated twice, resulting in values of 23 ng/dl and 20 ng/dl. The third sample initially resulted in a t3 value of > 651 ng/dl, which repeated as 69.3 ng/dl. The testosterone reagent lot number was 520961 and the t3 reagent lot number was 533210. The reagent expiration dates were requested, but not provided.